Event description:
It was reported that a cartridge did not fit onto the pump. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg. A cartridge change was performed resolving the issue.